Event description:
This rv lead was implanted on (B)(6) 2009 and was capped and replaced on (B)(6) 2013 due to low shock impedance of 34 ohms and was under advisory/recall status. The physician was dr. (B)(6) at (B)(6) medical center, no other information is available. Additional information received on 3/19/2013 froom a call placed to technical services states patient received inappropriate therapy for atrial fibrillation with rapid ventricular response. Patient received a total of 5 shocks in ventriculat tachycardia zone in 1 event but since 6 shocks available in the ventricular tachycardia zone it did not exhaust therapy. The other events had 12 anti-tachycardia pacing sand non-sustained episodes. Rates in the 185 to 200+ range. Rythm ID being used in the ventricular tachycardia zone, rep did look at one anti-tachycardia pacing episode. Upon presentation the device was pacing but no capture, patient not dependent so came thru on their own. Rv was programmed to 2.5@0.5ms and the threshold today was 2.7v @ 0.5 so rep did increase the rv output as appropriate. In december was the last device check and that showed normal impedance around 500 ohms at that time and threshold was 0.6v. Daily measurements just prior to the dec. Check showed a brief jump to about 1100 ohms and then back down to normal and then about 1 week after that check in december the impedance spiked to 1100 ohms and has been that way ever since. Lead impedance could lead to respiratory rate trend signal being ovesensed. Discussed that higher. Discussed that higher impedance due to connection or lead issue could lead to higher chance of respiratory rate trend noise on the lead. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).